Event description:
Patient was transferred from osh (outside hospital) for nstemi (non-st segment elevation myocardial infarction) and cath lab. Few hours after cath lab, became bradycardic (which permanent pacemaker placed for syncopal events r/t periods of asystole, should have prevented). ICU had the pacer interrogated and noted atrial lead malfunction. Patients death felt to be related to her perforated intestine, but patient likely would not have brady arrested if pacer was functioning.